Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.